Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to pass an ECG fall off test. The cause was isolated to a defective u402 component on the distribution node pca. The root cause for the defective u402 could not be positively identified. There was no adverse event that resulted from the damaged belt.